Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she had one additional bent cannula from the one that she has spoken to with helpline about. The customer stated that she did not eat at her usual time because of her nap. After eating, the customer experienced low readings. The customer stated that the cause of high readings might be due to inserting the infusion sets on muscle. The customer stated that it's the reason why she uses her abdomen.